Manufacturer narrative:
Updated: d9, g3, h2, h3 and h6. H3: product evaluation summary: the valve involved in this case was received by our product evaluation laboratory for a full evaluation. Customer report of particulates was confirmed. Valve was examined prior to decontamination; multiple green fiber-like particulates of approximately 0.2 centimeters were observed on all three leaflets at the inflow aspect. The particulates were not rinsed off during rinse procedure per instruction for use (IFU) and were isolated for further analysis. X-ray demonstrated wireform intact. The valve remained attached to the holder and all three green sutures were intact at the cutting channels. ID tag returned detached. One suture hole was observed on the sewing ring on the inflow aspect near commisure 2. Also it was observed that sewing ring cloth was extending from the sewing ring located at leaflet 1. No other inconsistencies were observed on the leaflets or valve. Infrared spectrum of green fiber-like material showed similar absorption characteristics when comparing to cellophane material.

Manufacturer narrative:
H10 manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on investigation results there was no manufacturing deficiency identified based on DHR review and manufacturing process review with cross- functional team. The current mitigations, which were re-emphasized during the awareness communication, are deemed to be sufficient to detect and reject particulates/ fibers. An awareness communication was performed as a conservative measure. Based on the information available, the reported complaint of green particulates was confirmed, however, a root cause cannot be conclusively determined as the origin is unlikely to be from edwards. An edwards defect has not been confirmed.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx25mm was not used due to particulates observed after opening. The nurse removed the valve from the plastic jar with the holder as per routine procedure and verified that the product specifications and serial number on the valve ring tag were correct. The outer packaging and the jar were also correct, there was no abnormalities and the tag alert showed ok, so she cut off the tag, soaked and washed the valve twice. The storage fluid was at its full line. There was no impurities and no discoloration upon visual inspection. After rinsing, the surgeon received the valve and noticed that the leaflet tissue on the inflow side was rough and had green filaments attached, so he stopped using the valve and no tried to be implanted. After repeated flushing with saline, the green substance could not be removed either. As reported, the substance was suspected to be mold. Another valve of the same model and size was used in replacement with no reported complication for the patient.